Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm and no unexpected numbers ramping or scrolling on their own noted during our testing. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
It was reported that the customer received a button error alarm after pressing a button down for a long time. The customer attempted to enter a manul bolus, and the number kept scrolling. The customer's blood glucose was 249 mg/dl. The customer noticed the alarm when he was washing his hands. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.